Event description:
The reporter stated that the surgeon inserted a three piece silicone lens model aq2010v and noted it was torn centrally in the optic. Lens removed with no patient injury noted.

Manufacturer narrative:
A visual inspection of the returned product shows there is a tear in the optic of the lens. There is clear surgical residue on the lens. Conclusions: no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined at this time. It should be noted that the cartridge and injector were not returned for evaluation.